Event description:
As stated by the customer (B)(6) 2012: primo tub was being raised and the tub shell caught the corner of the alenti seat. The lift tipped over and the resident fell to the floor.

Manufacturer narrative:
The report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Add¿l info will be provided upon conclusion of the MFR¿s investigation.